Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm and motion sensor test failure alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform excessive no delivery test due to motor error alarms loop. No unexpected failed battery test or check setting alarms noted during testing. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm, motor error alarm, motor position encoder error alarm and motion sensor test failure alarm. The customer reported that they received a bad battery alarm after inserting a battery. The customer's blood glucose was 474 mg/dl at the time of incident. The customer's blood glucose was 82 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed displacement test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.